Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the c-mos battery. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system would not boot or power up. There was no report of pt injury.